Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been made available for tracking, trending and follow up.

Event description:
The complainant advised the gore representative of the following: the patient suffered from sleep apn[o]ea and presented for a lap sleeve gastrectomy. Six pieces of endoscopic gore seamguard bioabsorbable staple line reinforcement were implanted. The patient had immediate post op hypertension and was given a number of medications to reduce blood pressure. According to the complainant, the procedure was very difficult and at 6 hours post op the patient was thought to have some degree of bleeding. The patient became unstable and then stabilized, but at 15 hours post op, the patient required revisional surgery to control bleeding. During the revision procedure, the surgeon observed bleeding at the 5th firing out of 6 firings near the cardio esophageal junction of the stomach. The patient lost 3.5 ¿ 4 liters of blood and required a blood transfusion. According to the physician, the patient is reportedly doing well.